Event description:
It was later reported that the adverse event was ¿increased pain¿. The patient¿s signs and symptoms included the patient was not receiving medication.

Event description:
It was reported the patient experienced increased pain. A CT scan with contrast was performed and found the catheter was kinked on (B)(6) 2013. A surgical revision was performed on (B)(6) 2013, the catheter was spliced, and the patient resolved without sequelae. The medications used within the system were dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
The previously reported event date of (B)(6) 2013 does not apply to this event.